Event description:
It was reported that the patient's hip dislocated and he went to see the surgeon. The surgeon determined hip to be unstable and he removed liner and head with a different liner and head.

Manufacturer narrative:
The reported failure was not confirmed and no devices or medical records were provided. Therefore the exact root cause could not be determined. Dislocation is a known possible adverse effect of total hip arthroplasty, as stated in the instructions for use. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.